Manufacturer narrative:
The battery box and the auxiliary power board involved with the complaint have been returned and evaluated by isi failure analysis. Visual inspection revealed that the battery box and the auxiliary power board were in good condition. Isi failure analysis was able to replicate the reported error message with the battery box when it was installed onto an in-house system; however, the reported issue was not replicated with the auxiliary power board. This complaint is being reported due to a da vinci system malfunction (repeated error 802) rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that the customer was getting a repeated error 802 (a patient side cart backup error) prior to starting the da vinci s surgical procedure. The customer contacted intuitive surgical, inc. (Isi) technical support after they were not successful at clearing the error message on their own. According to the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer tried power cycling the system but the issue persisted. At the time, the site did not know how to proceed with the surgical procedure. The patient was already anesthesia and ports incisions were created at the time the error message occurred. Later the same day, an isi technical field support (tfs) was dispatched to the site who confirmed the issue. The issue was resolved when the tfs replaced the battery and the auxiliary power board from the patient side cart. There was approximately 90 minute delay in the surgical procedure and the site was able to complete the planned da vinci surgical procedure with no issues. No injuries were reported as a result of the reported event.